Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked retainer, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone for power error. The customer¿s blood glucose level was unknown .customer reported that she has had power error and has had it 3 times today. Customer reported that internal power source in the pump is unable to charge. Customer previously called to report power error detected. Customer reported that pump is operating on the aa battery only. Customer reported that power error detected recurred within a week of troubleshot previous occurrence. Customer advised pump will need to be replaced and refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.